Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left circumflex (lcx) artery. Pre-dilated the vessel with a 2.50x12mm non-abbott balloon at 14-18 atm at 30 sec and deployed the 3.0x38mm xience alpine stent in the target lesion. Post dilation was performed with a 3.50x12mm non-abbott balloon at 14-20 atm for 30sec and then the strut in the proximal part of the stent was observed fractured. The stent remains implanted in the target lesion. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.